Event description:
A customer accidentally applied control solution to her eye. There were no serious effects alleged. The customer could not provide control information but the meter information was given. The customer was expected to return the control and a replacement was sent to her.